Event description:
It was reported that the patient had experienced a shocking sensation just prior to the implantable neurostimulator (ins) reaching end of life (eol) battery level. The ins and leads were replaced on (B)(6) 2011. The leads were found to be twisted around themselves, suggesting the patient had manipulated the ins. There were no fractures found in the leads. A new ins and leads were implanted. The patient tolerated the procedure well and recovered without sequelae.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product typ lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product typ lead. (B)(4).